Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer had changed out cartridge and used insulin from cartridge in order to address elevated bg. Reportedly, the customer reverted to an alternate method of insulin therapy.